Event description:
It was reported that after changing ilet supplies, the user¿s glucose trended high despite corrections, then shifted low following meal announcements and subsequent algorithm-driven corrections; the user treated the low with rapid-acting carbohydrates, reported an urgent low alert, and noted recurring post¿supply change glucose rises, with foods including a hot dog, chips, diet soda, and peanut butter crackers. Symptoms included hyperglycemia and hypoglycemia with headache during highs and shaking during lows. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.